Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 10/11/2021, it was reported by a sales representative via phone that an ar-9835 apollo rf h50, aspirating, ablator, broke when the surgeon was debriding the tissue. This was discovered during use in a hip arthroscopy on (B)(6) 2021. The surgeon tried for 2 hours to retrieved the fragment however, was not successful. Confirmation of broken fragment was seen with x-ray.